Event description:
Port leaked during an injection.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the device sample for evaluation. When the investigation is complete, a final report will be submitted.